Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain,pain pelvic area') and device dislocation ('migration') in a 33-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high. Concurrent conditions included menses irregular and amenorrhea. Concomitant products included nsaids and paracetamol (acetaminophen) for pelvic pain as well as medroxyprogesterone acetate (depo provera) and metronidazole (flagyl 250) since (B)(6) 2012. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 9 years 6 months after insertion of essure (ess205). In (B)(6) 2004, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/heavy menstrual bleeding"), vaginal infection ("infection (bladder/ urinary tract / vaginal type :- vaginal infection"), depression ("psychological or psychiatric problems: depression,psychological injury") and anxiety ("psychological or psychiatric problems: mental anguish,psychological injury"). On (B)(6) 2013, the patient experienced device expulsion ("malposition of essure device location of device: right essure in endometrial cavity"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), urinary tract disorder ("bladder / urinary") and bladder disorder ("bladder / urinary"). The patient was treated with surgery ((B)(6) 2013(hysterectomy (full), tubal ligation and surgical removal of coil(s),right side). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal infection, abdominal pain, urinary tract disorder and bladder disorder had resolved and the device dislocation, device expulsion, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, device expulsion, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: plaintiff commented as "she still have left coil inside that is causing issues". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: result: total bilateral occlusion. Concerning the injuries reported in this case the following events were confirmed via patients medical records : pelvic pain,partial expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Events added from pfs- bladder / urinary. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain,pain pelvic area') and device expulsion ('malposition of essure device location of device: right essure in endometrial cavity') in a (B)(6) female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menses irregular and amenorrhea. Concomitant products included medroxyprogesterone acetate (depo provera) and metronidazole (flagyl 250) since (B)(6) 2012. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced device expulsion (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal infection ("vaginal infection"). In (B)(6) 2004, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 9 years 6 months after insertion of essure (ess205). The patient was treated with surgery (surgical removal of coil(s), right side). At the time of the report, the pelvic pain, device expulsion, vaginal haemorrhage, menorrhagia, vaginal infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device expulsion, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: plaintiff commented as "she still have left coil inside that is causing issues". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: essure device was successfully occluded. Concerning the injuries reported in this case the following events were confirmed via patients medical records : pelvic pain,partial expulsion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2019: pfs and mr received: previous event ¿pelvic pain¿ outcome updated to unknown. New events added: abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, vaginal infection, malposition of essure device location of device: right essure in endometrial cavity. Reporter information, concomitant products and concomitant conditions were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain,pain pelvic area'), device dislocation ('migration'), device expulsion ('malposition of essure device location of device: right essure in endometrial cavity') and genital haemorrhage ('general abnormal bleeding') in a 33-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menses irregular and amenorrhea. Concomitant products included medroxyprogesterone acetate (depo provera) and metronidazole (flagyl 250) since (B)(6) 2012. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced device expulsion (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/heavy menstrual bleeding") and vaginal infection ("vaginal infection"). In (B)(6) 2004, the patient experienced depression ("psychological or psychiatric problems: depression,psychological injury") and anxiety ("psychological or psychiatric problems: mental anguish,psychological injury"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 9 years 6 months after insertion of essure (ess205). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery ((B)(6) 2013(hysterectomy (full), tubal ligation and surgical removal of coil(s),right side). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal infection and abdominal pain had resolved and the device dislocation, device expulsion, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: plaintiff commented as "she still have left coil inside that is causing issues". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: essure device was successfully occluded. Concerning the injuries reported in this case the following events were confirmed via patients medical records : pelvic pain,partial expulsion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received : following events were added : abdominal pain, general abnormal bleeding, migration.outcome of the event pelvic pain, menorrhagia, vaginal infection was changed from unknown to recovered/resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.